Manufacturer narrative:
(B) (4). Evaluation results: death. Vessel diameter was 7 mm. Conclusion: vessel diameter was 7 mm.

Event description:
A talent stent graft device was implanted into a pt for the emergent treatment of a thoracic aortic aneurysm. The iliac vessel diameter was 7 mm and there was mild calcification. The thoracic stent graft was successfully implanted, however, upon the removal of the delivery catheter, there was some resistance resulting in evulsion of a part of the iliac vessel. (MFR# 2953200-2010-00893). It was reported that the pt had issues with anesthesia, the anesthesiologist had difficulties lowering the pt's blood pressure. The physician believes that since the delivery catheter remained in the pt approximately 18-20 minutes, it may have contributed to the iliac evulsion, due to the vasospasming of the vessel. The pt lost a large amount of blood, with a total blood transfusion was performed. The physician inserted and implanted two aneurx iliac limb devices in the iliac artery, but the stent graft iliac limb was only partially in the vessel and the second device was inside of the first stent graft. There was no vessel for the stent graft to adhere to, so the physician elected to remove the aneurx stent grafts and convert the pt to a dacron stent graft. (MFR# 2953200-2010-00895). The pt was closed and sent to ICU. It was reported that the pt expired the following day, due to the complications following the large amount of blood loss. No further information was provided.